Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
An olympus sales representative reported that the evis exera ii video system center had no image on the monitor during preparation for use. The sales representative was using a serial digital interface (sdi) cable connected to the video out port. Olympus service representative advised through troubleshooting that it is incorrect to go from video to sdi and that it should go from comp out to video in on the monitor. The cabling was corrected, and it now works. The issue was addressed by correcting the cabling. There was no report of patient harm or user injury associated with this event. Related patient identifiers: (B)(6).

Manufacturer narrative:
G2 remove health professional from this section. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image was displayed on the monitor due to improper cabling of the cable. Olympus will continue to monitor field performance for this device.